Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A technician reported pt with stage one difuse lamellar kerititis (dlk) at four day lasik post-operative visit. Add'l info from reporter indicated pt's topical steroid dosage was increased and oral steroids were prescribed. This report references the right eye. Add'l report will be filed for the left eye. Add'l info has been requested.